Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer also reported that they had pump error. Customer was able to successfully clear the alarm. Customer is able to complete pump rewind. The customer was assisted with troubleshooting and the display did not return. Customer reported self test pass and it then displaced the medtronic logo. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.